Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter france that the reservoir of an intermate lv100 ruptured during patient use. The device was connected to an unknown patient just after it had been filled with 200 milliliters cerezyme + nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.